Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they cause of the lack of stimulation was because the battery died and that a mdt rep came by the healthcare professional office and the device was reset. No further complications was noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were not feeling stimulation or ins and that they have experienced a symptoms returned. Patient also stated that they used the patient programmer to check therapy settings but was unable to connect to the implant. Patient also started that they have gained weight. No further complications were noted or anticipated.